Manufacturer narrative:
Summary of analysis: the observed loss of communications was the result of a conductive epoxy "bridge" under the communication capacitor, c-24.

Event description:
The reporter indicated that telemetry could not be obtained.